Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery #2. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.